Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The returned handpiece was tested by manufacturing personnel and met all production specifications. Quality personnel then investigated the handpiece. The maximum recorded temperature of the handpiece while free running was 21.6°c. Per iso 13732-1, this temperatures level does not qualify as a burn regardless of the contact period. The handpiece exhibited evidence of the set coming into contact with the interior of the cap cavity during use. Also, the internal components exhibited slight to moderate debris and lacked lubrication. A lack of lubrication can cause an acceleration of wear of the internal components. This then could lead to instability of the set which could have caused the set to come into contact with the push button. This contact could cause friction and the heat described in the original complaint.

Event description:
In this event a doctor reported that a stylus lite handpiece overheated. There was no injury or intervention.